Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient had back surgery 2-3 weeks ago(unrelated) and they are now having trouble getting the stimulator recharged. The patient is in the hospital and needs to get out the catheter (unrelated). It is very difficult to find the location of the stimulator in the back. Concerned the surgery of rods and screws at l1 might have disturbed the stimulator and they would like a medtronic representative to come to the hospital to get the recharger to charge the stimulator. They noticed the issue a couple days ago. Troubleshooting was unable to be performed as the caller said his wife has to stay quiet and she is on heavy medication. Sent email to medtronic representative to call patient's no further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.